Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# 0218202941, product type: lead. H3 device evaluation: analysis of the lead found the outer insulation of the lead was separated in the body of the lead at a butt joint at the distal end of the lead; consistent with explant damage. H6: please note that method code 4114 and result code 3221 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0218202941, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that ¿the lead broke on the electrodes part.¿ it was stated that the ¿doctor realized it was broken on top where the electrodes are¿ when attempting to implant the lead. The lead was new and opened on the day of the event. When the lead was inserted there was no response and when the lead was removed it was found to be damaged. The ¿end of the lead was broken.¿ there were no external factors reported that may have led or contributed to the issue; the cause of the lead break was unknown. The lead was replaced as a result of the event and the issue was resolved. There were no patient symptoms or complications associated with the event, no medical or surgical intervention was needed to prevent a permanent impairment of function, and the event did to lead to or extend patient hospitalization. The patient was alive with no injury at the time of report; no further complications were reported or anticipated. It was noted the patient¿s medical history included pelvic pain.